Manufacturer narrative:
As received, analysis of the device revealed that calcified blood was filling the ventricular setscrew inset. The calcified blood was preventing the wrenches from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could then be fully inserted into it and engage the setscrew inset and untighten the setscrew. The blood came through a hole punched through the septum by the torque wrench at time of implant. The reported event of inability to remove setscrew from the device header was confirmed.

Event description:
During a routine box change, the physician was unable to remove the set screw without damaging the header. The device was replaced to resolve the event. The patient was stable.